Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens, but the haptic caught and tore in the cartridge. The lens was removed with no pt injury, no enlarged incision or sutures. The cartridge that was used has not been approved by the MFR for use with this lens.